Event description:
The clinical study patient had his device turned off as he noted it is not helping his condition and is making his life very difficult. Patient had previously reported sleep disturbances and voice alteration but it is unclear if this is what he was referring to when he said it is making his life difficult. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient expressing that the device was making his life difficult, was in reference to vns stimulation per the physician. The stated that the patient did not like the sensation of simulation, and as a result placed the magnet on the device for long periods of time. No other relevant information has been received to date.